Manufacturer narrative:
Report source: other: health (B)(6) incident report reference no. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed on (B)(6) 2012. Reportedly, due to the implantation, the patient had experienced excruciating pain in the groin and pubis, pressure to the urethra, difficulty urinating, walking, sitting, going to bed and driving. The onset of symptoms were reported to have begun on (B)(6) 2019. The patient was so unwell and had to undergo emergency surgery on (B)(6) 2019.